Manufacturer narrative:
The oad was returned to csi. Diagnostic analysis identified that the start switch was pressed with no release event, then the power was pulled to turn the device off. The lack of a start switch button release event indicates an unresponsive start switch. This was unable to be replicated during analysis. The reported event was confirmed, however, the root cause was unable to be determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
A stealth 360 peripheral orbital atherectomy device (oad) could not be turned off during treatment on high speed. The pump was unplugged to resolve the issue. The oad was removed. Balloon angioplasty was performed. The patient was stable.